Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that a speaker malfunction is displayed on the system. The fse could not provide the true cause of the of the system issue, but confirmed the device issue was resolved by a restart. Reporting address state 13 reporter phone (B)(6). Reporting institution phone (B)(6).

Event description:
Philips received a complaint on the intellivue x3 indicating the system displayed an error for a speaker malfunction. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.